Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint had been overwritten due to continued use. The current black box showed no evidence of a short battery life. There was no damage found to the returned battery cap and it was able to carefully attach to the pump. The idle, sleep, rewind and load currents were tested with an external power supply and all were found to be within required specification. A battery life issue was not duplicated during testing. The pumps cover was removed and there was no evidence of moisture ingress. There was no damage found to the power circuit or battery flex. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).